Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing wbd facscanto¿ ii carryover of sample occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the client reports that "we have noticed that sometimes, since yesterday, after passing a sample, a sit flush is not done correctly and it maintains the population of the sample, in such a way that it contaminates the next one. Yesterday when we realized it, we cleaned well. The cytometer with washing carousels with conrad first and then with normal washing. This morning when the cytometer was turned on, we performed a similar washing again, this time heating the conrad solution. The cytometer was very clean, although it is it is true that it has started to make a "strange" noise when doing the sit flush or when sucking in water. We have passed the first sample, then a water tube, and again the drag that we saw yesterday, so we suppose that there must be an error there, which we think is not the cleaning. Is there anything we can do to see if we improve this or is it necessary for the technician to come? Last week, fse came to check this same equipment for another incident due to falling tubes what we put the carousel. "

Manufacturer narrative:
H6: investigation summary. Scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported a complaint on carryover between samples. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 13may2020 to date 13may2021. Complaint trend: there are 7 complaints related to the issue of sample carryover; date range from 13may2020 to date 13may2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the carryover between samples was due to dirty fluidics components. The customer initially reported the sample carryover and was instructed in a phone consultation by a tsr (technical service representative) to perform a long clean. This solution seemed to clear up the carryover but the issue returned after several days. During the next phone consultation the sit flush procedure was checked, the camera outlet tube was changed as it was dirty, and the carryover was once again checked. After these repairs the customer reported that the instrument was functioning as expected. The tsr notes in the servicemax work order (wo-01928254) that there was possibly a clog within the fluidics system that cleared up after the cleanings. No parts were requested for evaluation as there were no returnable parts that were replaced. Although the unexpected results were from patient samples, no patient was harmed from incorrect results, and there was no delay in treatment. The results were captured prior to any diagnosis decision and was reported to bd as not expected. Proper daily and monthly cleaning procedures may help in clearing up clogs and preventing carryover, and can be found under ¿maintenance¿ in the user guide; bd¿facscanto¿ ii flow cytometer instructions¿for¿use, #23-20269-00 rev. 1/vers. A, page 149. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4) , case # (B)(4). Install date: 29apr2015. Defective part number: n/a. Work order notes: o subject / reported: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - carryover between samples. O problem description: the client reports that "we have noticed that sometimes, since yesterday, after passing a sample, a sit flush is not done correctly and it maintains the population of the sample, in such a way that it contaminates the next one. Yesterday when we realized it, we cleaned well. The cytometer with washing carousels with conrad first and then with normal washing. This morning when turning on the cytometer, we have performed a similar wash again, this time heating the conrad solution. The cytometer has finished very clean, although it is it is true that it has started to make a "strange" noise when doing the sit flush or when sucking water. We have passed the first sample, then a water tube, and again the drag we saw yesterday, so we suppose that there must be an error there, which we think is not cleaning. Is there anything we can do to see if we improve this or is it necessary for the technician to come? Last week, alejandro came to check this same equipment for another incident due to falling tubes what ndo we put the carousel. ". O work performed: the customer is asked to do a long wash. They do tests on multiple samples and it seems to work fine. It is left for routine observation. 05/18. Some drag is noticeable again. The correct operation of sit flash is checked. The camera outlet tube is changed as it is dirty and may be the culprit of the drag. Drag between tubes is checked. Everything is going well but it will be monitored with the client's routine. 05/19. The client confirms that the carry-over has disappeared. O cause: possible jam [clog] in the fluid. O solution: long clean. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part #338960-04ra, rev. 01/vers.a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. O item: 10. Sit ID/od flush. O function: 10.1 clean sit ID/od reduce carryover. O potential failure mode: 10.1.3 ID not cleaned. O potential effect(s) of failure: 10.1.3.1 excessive carryover, wrong results. O potential cause(s)/mechanism(s) of failure: 10.1.3.1.3 valve failure. O current controls: 1. More reliable manifold style valves used in the fluidic system2. Current feedback on valve control lines to detect valve failure. O recommended actions: astro reliability testing. O actions taken: astro reliability testing complete. Met reliability goal without failure; reference: bd bioscience wetcart, and cytometer manifold and valve testing protocol for canto b. O severity: 8. O occurrence: 2. O detection; 5. O rpn: 80. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the carryover between samples was due to dirty components. Conclusion: based on the investigation results the root cause of the carryover between samples was due to dirty components. The customer reported that their instrument was exhibiting carryover between samples, and was instructed to perform a long flush. This cleaning prevented the carryover for a while, but the carryover came back. This time the procedure for sit flushes were checked, the camera outlet tube was changed as it was dirty, and the instrument was retested. After completing these repairs the customer reported that the carryover had disappeared and the instrument was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to patient health or safety.

Event description:
It was reported while testing wbd facscanto¿ ii carryover of sample occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the client reports that "we have noticed that sometimes, since yesterday, after passing a sample, a sit flush is not done correctly and it maintains the population of the sample, in such a way that it contaminates the next one. Yesterday when we realized it, we cleaned well. The cytometer with washing carousels with conrad first and then with normal washing. This morning when the cytometer was turned on, we performed a similar washing again, this time heating the conrad solution. The cytometer was very clean, although it is it is true that it has started to make a "strange" noise when doing the sit flush or when sucking in water. We have passed the first sample, then a water tube, and again the drag that we saw yesterday, so we suppose that there must be an error there, which we think is not the cleaning. Is there anything we can do to see if we improve this or is it necessary for the technician to come? Last week, fse came to check this same equipment for another incident due to falling tubes what we put the carousel. ".